Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. No known impact or consequence to patient. Pressure issue. Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a very strong pressure build-up over 600mm hg after clamping and administration of cardioplegia at start up. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sampled was visually inspected and did not find any anomalies. The actual sample was built into circuit. Bovine blood was circulated in the circuit, while the pressure drop was determined at each flow rate. The obtained values were confirmed to meet the factory's specification. No obstruction was confirmed. After the test, bovine blood was kept circulated for 6 hours. No obstruction occurred. When the circulation was ceased, the actual sample was flushed with water. No clot was found inside the actual sample. The investigation results verified that the actual sample after having been rinsed was found to be normal product and met all product specifications, presenting no issue relating to an increase in the pressure. As a possible cause, clots may have been formed due to some unknown factors during this event and obstructed the flow, hence increasing the pressure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 12, 2018. Upon further investigation of the reported event, the following information is new and/or changed: (device availability - added date returned to manufacturer), (date application evaluated by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information), (device evaluation anticipated by manufacturer. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.